Event description:
Information received indicates the nurse call does not work.

Manufacturer narrative:
The technician replaced the sidecom board and the nurse call switch membrane to repair the bed.